Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6)2010, the patient developed peritonitis, which required hospitalization on (B)(6)2010. A peritoneal effluent culture, performed on an unreported date in (B)(6)2010, revealed (B)(6). It was not reported whether the patient received remedial treatment. On an unreported date in (B)(6)2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy. Regarding the suspected cause of the peritonitis, the nurse commented that the patient's catheter was colonized with bacteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a two day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA# (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of a two day infusor device ruptured during patient use. The device was infusing a solution of 5-fluorouracil and saline at the time of the rupture. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.